Event description:
Smartport malfunction/defect. Fluoroscopy showed port was leaking. When removed a large tear was found about 3.5 inches from the hub. Operative report states "evaluation of catheter revealed almost complete circumferential disruption of the catheter in an oblique fashion which appeared to be most consistent with a pressure related dysfunction." Dates of use: (B)(6) 2010 ¿ (B)(6) 2010. Diagnosis or reason for use: venous access for chemotherapy. Event abated after use: yes.